Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/4/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the product code and lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: please provide lot number. Please clarify were there any patient consequences? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lower segment cesarean section and bilateral tubal ligation surgery on (B)(6) 2024 and suture was used. The patient was admitted due to g2p1 38+6 week intrauterine pregnancy with threatened delivery of a single live fetus. Scheduled to undergo surgery on the same day. During the surgery, the suture broke during suturing, causing the suture to fail. It was immediately replaced. This incident has increased the risk of surgical bleeding, increased the difficulty of the surgery, and increased the level of patient danger. There were no patient consequences reported. Additional information was requested.